Event description:
Boston scientific received information that this passive fixation lead was explanted after an extended attempted implant, and the patient passed away five days after the implant procedure. A boston scientific field representative reported that the patient had elevated potassium levels and metabolic issues prior to the implant procedure, and that the entire right ventricle had been mapped in unsuccessful attempts to place this lead at a site with satisfactory pacing thresholds and capture. Another right ventricular (rv) lead, a right atrial (ra) lead, and a pacemaker were eventually implanted after extended lead mapping and placement attempts. The patient also was experiencing paroxysmal atrial tachycardia during the implant procedure. In the days following implant, the patient also experienced respiratory distress, and bradycardia due to loss of capture with the newly-implanted system. A temporary pacing system originally used when the patient had undergone mitral valve repair the week before this implant procedure had not yet been explanted, and was successfully returned to service when the newly-implanted system exhibited loss of capture. Prior to the patient's passing, boston scientific technical services consultants and field personnel discussed the possibility that lead repositioning might be required when the patient's medical condition improved and stabilized. The temporary pacing system subsequently also failed to provide capture and pacing, and the patient eventually experienced terminal bradycardia.

Manufacturer narrative:
The implanted products were not explanted following the patient's death. As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Manufacturer narrative:
This lead subsequently was returned to our (B)(4) laboratory. Initial visual inspection noted that the conductor coils were crushed, likely due to use of a grabbing tool, approximately halfway down the lead body. Deformed conductor coils and a puncture in the insulation, likely due to use of a stylet, were noted approximately 495 millimeters from the terminal end. The lead passed the electrical continuity test with manipulation. The testing of the insulation between conductors failed at the point of the crushed coils. No additional testing was performed.